Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, box delivered with 2 damaged endocatch bags, since disposed of but reported. Remaining 4 unopened but potentially also damaged. Not used on patient. Samples being returned. The end of the bag had split on two of the devices.